Manufacturer narrative:
Initial and final MDR 2277535- MDR 3003442380-2025-11417- device 5 of 5. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). The event occured in the united states . It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-01729), was submitted on 09-jul-2025. However, based on the description it was found that the infusion set was used for duration against the instructions for use which led to needle bent. So, the case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. So, the case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.